Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient, foreign) regarding a pati ent who was receiving baclofen (concentration: 1800 mcg/ml, dose rate: 329.7 mcg/day) and "hydal" (concentration: 2.0 mg/ml, dose rate: 0.3663 mg/day) via an implantable pump. It was reported that the pump was implanted in (B)(6) of 2017. The date /(B)(6) 2027 is considered an approximate date of implant (specific month and year known only). It was further reported that as per the log, a critical alarm regarding motor stall occurred on (B)(6) 2023-sep at 10:33 with motor stall recovery having occurred the same day at 11:12. The healthcare provider was not sure of the cause of the pump motor stall, but probably magnetic resonace imaging (MRI) was further indicated. No patient symptom was reported regarding the motor stall event. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.